Event description:
It was reported "it's not functioning so we need to open a new one." There was no reported patient impact. The available information indicates that the device was not working properly. The handheld nerve locator/stimulator's light functions as confirmation of current. If the device was not working properly, this could result in a false negative.

Manufacturer narrative:
Event description: additional information received clarifying the event: it was reported that when ¿they opened the veri-stim it wasn't working. When the surgeon tried to test the product it was not working "red light was not working".¿(B)(6). (B)(4).

Event description:
Additional information received clarifying the event: it was reported that when "they opened the vari-stim it wasn't working. When the surgeon tried to test the product it was not working "red light was not working"."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device received on june 9, 2014 for evaluation. Product evaluation: when received for analysis, there was no evidence of biological contaminants. Per instructions for use the device was tested in an "as received condition [1 ma position]" without moving the switch, and the device would light indicating current delivery which is not consistent with the reported malfunction. The device was then functionally tested in all 3 positions per instructions for use and there was no intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested per vari-stim iii, nerve stimulator revision n with no out of specification condition identified: ¿ position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.51ma. ¿ position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.04ma. ¿ position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.04ma. The instructions for use warn ¿due to variations in tissue impedance and, hence, current delivered, activation of the led may not be always be achieved despite delivering current during surgery. Confirm functionality by touching the probe tip and needle electrode.¿ the IFU also warns ¿do not bend the probe tip as the device may become damaged and malfunction.¿ note: the tip was bent by approximately 5 degrees at the base near the black switch however this did not affect the functionality of the device. The reported complaint of the device not functioning, the ¿red light was not working¿, could not be confirmed. Based on the above observations; the most likely underlying cause for the bend is consistent with, misuse / user error. Method: actual device evaluated; electrical evaluation; labeling evaluation; visual inspection. Results: no failure detected. Conclusion: use error caused or contributed to event; no failure detected, device operated within specification.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was not returned for analysis. No testing methods performed.